Event description:
It was reported that after a dexcom g7 continuous glucose monitor (cgm) sensor change, the ilet pump temporarily did not display glucose readings, consistent with intermittent communication between the cgm and the pump and involving the antenna/electromagnetic communication pathway; readings subsequently resumed and troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized as intermittent communication failure and associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.